Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The customer experienced leaking from the pod.